Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the burn at the site. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
The patient reported after wearing the pod between 4 and 24 hours on her arm she noticed her site was painful, brown liquid on the site and that if felt like it was burning. Upon removal she noticed the pod looked like the battery had exploded. The burn was treated with a cream (exact name was not reported) provided by the chemist. The site healed after a few days.